Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: baker grade IV. Clarification to d6a - implant date: 2012 (year only received). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side textured exchange due to concerns with the product and a "capsular contracture IV". Physician diagnosed event via palpation during a consultation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, b6, h6. Reason for reoperation: rupture.

Event description:
Patient later reported rupture.